Manufacturer narrative:
Follow-up # 1 (09/07/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011, the meter passed all testing with no faults found. On (B)(6), 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch veriopro meter was giving inaccurately high readings. It is not clear if the comparison was made to another meter or to a laboratory method, as customer service documented both. The patient obtained the blood glucose readings of: 214 mg/dl, 135 mg/dl, 244 mg/dl, 299 mg/dl, 117 mg/dl, 135 mg/dl, 165 mg/dl, 197 mg/dl, 119 mg/dl, and 164 mg/dl on the reported meter and laboratory results of: 191 mg/dl, 103 mg/dl, 213 mg/dl, 264 mg/dl, 114 mg/dl, 115 mg/dl, 139 mg/dl, 164 mg/dl, 90 mg/dl, and 140 mg/dl within an unspecified time period. No information was provided about the test strips or testing technique. The patient did not report any symptoms or seek any medical attention. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for accuracy testing, this complaint is being reported.